Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 11 months post implant of this bioprosthetic valve, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for the intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from the physician that this intervention was due to valve calcification and laminar thrombosis of one of the leaflets of the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.